Event description:
It was reported that this pacemaker entered safety mode. Boston scientific technical services (ts) recommended the physician to have the device replaced. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.